Event description:
It was reported that this pacemaker showed an error message and exhibited premature battery depletion (pbd). Subsequently, this device was explanted due to advisory or recall. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: impact codes; and h6: impact codes.

Event description:
It was reported that this pacemaker device showed an error message and exhibited premature battery depletion (pbd). Subsequently, this device was explanted due to advisory or recall. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device case was opened, and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the explanted device was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. This supplemental report is being filed to correct the f10: impact codes; and h6: impact codes.

Event description:
It was reported that this pacemaker device showed an error message and exhibited premature battery depletion (pbd). Subsequently, this device was explanted due to advisory or recall. No additional adverse patient effects were reported.